Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 480 mg/dl and treated with manual injection. The customer also had blood glucose value was 120 mg/dl. The customer experienced symptoms such as abdominal pain headache and also had autoimmune hepatitis. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital due to high blood glucose. Based on customer report customer does not allege pump was under delivering. Auto mode feature was not active and not automatically adjusting insulin at time of event. The customer declined to test insulin pump. The insulin pump will not be returned for analysis.